Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the prograsp forceps got stuck, trapping the handle. The customer tried to unlock the instrument without success and had to use the safety key to open the clamp's grip and release the handle. After removing and replacing the instrument, the customer observed a broken steel cable. The procedure was converted to open surgery.

Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and a broken grip cable was noted on a prograsp forceps instrument.